Event description:
Technician reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred seven minutes into treatment and was noted by the fresenius 2008k hemodialysis machine's dialysate and with positive hemastix. Blood from the extracorporeal circuit was not returned to the patient with an estimated blood loss of 250 cc to 300 cc. Treatment was resumed with new disposables and completed without incident6. No patient injury or medical intervention was reported per technician.